Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed that the monitor was experiencing issues with the display after powering on for a few minutes. A replacement monitor was then shipped to the site and the monitor was replaced. The imaging system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. The analysis found that the monitor had a dark hue on the monitor, that brightness and contrast settings were at the maximum. When they entered the navigation software, they found that the previous screen image ghosted into the new screen. This confirmed an electrical failure due to the lcd monitor experiencing a malfunction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor on the navigation system was extremely bright and had a "burnt" appearance to it. No additional information was provided. There was no patient present when this issue was identified.